Event description:
The complainant reported that a patient was on impella rp flex support due to deteriorating after complaints of increasing shortness of breath and confusion. While on support, "placement signal unreliable" alarm occurred followed by loss of placement signal. Flows were unchanged. The patient was in multi-organ failure before initiation of support. The patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of placement signal issue has been completed. The no product was returned. Field data logs show an upward trend in placement signal and downward trends in motor current. No optical sensor abnormalities were found based on the logs. The root cause of the optical signal issue was most likely patient condition.

Event description:
Us complainant reported that a patient was on impella rp flex support due to deteriorating after complaints of increasing shortness of breath and confusion. While on support, "placement signal unreliable" alarm occurred followed by loss of placement signal. Flows were unchanged. Patient was in multi-organ failure before initiation of support. There was suspicion that the patient had an active infection, however there was no confirmation or diagnosis before the patient expired. The patient expired while on support and pump was not able to be removed to be sent back. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned. Field data logs show an upward trend in placement signal and downward trends in motor current and cvp before the cvp goes out of range at the time of the first "placement signal not reliable" alarm. No optical sensor abnormalities were found based on the logs. The failure mode was changed to optical signal issue from placement signal issue because it does not involve the dp sensor and the alarms refer to the optical signal being out of range. The root cause of the optical signal issue was most likely patient condition. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5: additional information concerning optical signal issue h6: added device sensing problem.